Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device expulsion ("migration of essure device: one of the spring coils in the uterine cavity") in a female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("painful menstrual cycle") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("excessive cramping"), abdominal pain ("abdominal pain"), headache ("chronic headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) ") and migraine ("migraines/headaches"). The patient was treated with surgery (underwent a procedure to remove the essure device). At the time of the report, the pelvic pain, device expulsion, dysmenorrhoea, abdominal pain lower, abdominal pain, headache, vaginal haemorrhage, menorrhagia and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: sought treatment for her symptoms. The patient with history significant for prior attempt by another physician of essure sterilization. However, on follow up scan, it revealed the patient only had one obstructed fallopian tube with the other fallopian tube being patent. Therefore, the patient desired to have an alternative procedure for permanent sterilization. The patient was admitted to the hospital and underwent a laparoscopic bilateral tubal ligation without complications discripnacy noted in essure removal date. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Events device expulsion, vaginal bleeding , headaches,menorrhagia are added. Lot number & lab data updated. Product, patient & reporter information updated. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device expulsion ("migration of essure device: one of the spring coils in the uterine cavity") in an adult female patient who had essure (batch no. 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("painful menstrual cycle") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("excessive cramping"), abdominal pain ("abdominal pain"), headache ("chronic headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) ") and migraine ("migraines/headaches"). The patient was treated with surgery (underwent a procedure to remove the essure device). At the time of the report, the pelvic pain, device expulsion, dysmenorrhoea, abdominal pain lower, abdominal pain, headache, vaginal haemorrhage, menorrhagia and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: sought treatment for her symptoms the patient with history significant for prior attempt by another physician of essure sterilization. However, on follow up scan, it revealed the patient only had one obstructed fallopian tube with the other fallopian tube being patent. Therefore, the patient desired to have an alternative procedure for permanent sterilization. The patient was admitted to the hospital and underwent a laparoscopic bilateral tubal ligation without complications discripnacy noted in essure removal date. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain lower ("excessive cramping"), abdominal pain ("abdominal pain") and headache ("chronic headaches"). The patient was treated with surgery (underwent a procedure to remove the essure device). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, abdominal pain and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, headache and pelvic pain to be related to essure. The reporter commented: sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.